Event description:
The centre screw on the instrument broke during impaction. Surgery time delayed by approx 15 mins.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.